Event description:
Customer reported back to back glucose results of 360 mg/dl on the advantage system, a 150 mg/dl lab result, and a 150 mg/dl on a professional meter. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.